Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced and off no power without first receiving an alarm. Customer also reported that battery compartment was cracked. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was monitored for several days with no blank display anomaly noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected off no power alarms were noted, however, the pump had a corroded battery tube. The pump also had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.